Event description:
It was reported that after a da vinci-assisted fundoplication surgical procedure, the monopolar curved scissors instrument had an insulation defect. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that there was no damage found, no loss of cautery, and no fragment fell into patient. There were no signs of thermal damage. The instrument was inspected prior to use. The procedure was completed with the same instrument.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with the complaint and performed the failure analysis investigation. The instrument was analyzed. The instrument tube extension exhibits signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 7.50mm x 0.95mm.

Event description:
Refer to h10/h11 for follow-up information.